Event description:
Reportedly, during surgery, application of instrument stapled but small plastic residue pieces remained. Surgeon had to pick out and caused bleeding at microvascular tissue areas where pick up was grabbing pieces. Pieces were on top of incision. The clinical samples are being retained at the hosp.